Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the old mesh had balled up into a rock hard meshoma that was densely adherent to the spermatic cord, the epigastrics and very close to the iliacs. Several hours of mobilization were required using combination of blunt, sharp, and electrocautery to fully mobilize the meshoma down to the stalk coming through the inguinal ring. This was transected at the level of the internal obliques, completely excising the preperitoneal piece of mesh. It was also noted that the difficulty of the case was caused by the dense adherence of the meshoma and the quite challenging dissection close to the iliac vessels. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 10/9/2020. Additional information: a2, d3, g1, g2, g5. Corrected information: g1.